Event description:
Study event. Device malfunction: none; symptoms/ae: shadowing of vision; time of symptoms: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the pt experienced a minor lower quadrant defect in the right eye. It was described as a shadowing. Neurology felt that the pt had a small plaque embolized in her retina. CT scan done was negative for stroke/abnormalities. The condition lasted one and one half weeks. One day post procedure, the pt was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the pt. The lot number has been provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.